Manufacturer narrative:
Concomitant: 407458 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed, the right atrial (ra) and right ventricular (rv) leads dislodged. The pocket was reopened. The rv lead was repositioned successfully and remains in use. The ra lead was unable to be repositioned, because the tines on another chronic lead captured the ra lead and wedged it into the right subclavian vein. The ra lead would not move after multiple attempts, and it was inactivated. The ra lead remains in the patient. No patient complications have been reported as a result of this event.